Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 365 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the tip of the laser fiber was noted to be cracked. It was reported that the glass tip of the fiber was not detached. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) fiber tip cracked. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.